Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported being hospitalized due to high blood glucose over 600mg/dl. The caller stated that his blood glucose was treated with manual injections, and still it did not drop. The customer stated that the paramedics were able to lower his blood glucose, but it began to rise immediately after. The caller also mentioned being in the emergency room with low blood glucose of 36mg/dl. Troubleshooting was performed. The customer stated that he was getting no delivery alarms, and motor error alarms. The drive support cap appears normal. Assisted the caller to run the displacement and self test and they passed. Reviewed the programming and the time/date were incorrect. Assisted the caller with correcting them. The customer stated that the doctor lowered the settings. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.